Event description:
It was reported that during a angioplasty interventional treatment procedure, withdrawal difficulty occurred. The target lesion was located in a fistula in an unspecified vessel of the forearm. The physician advanced the 6.0mmx90cm 2cm peripheral cutting balloon to the lesion and successfully dilated the lesion at 6atms. During withdrawal significant resistance was met and upon removal it was observed that one of the atheratomes/blades had become bent and misshapen. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: the distal section of the catheter was returned as a result of it being cut approximately 50cm from the catheter tip. The proximal section of the catheter was not returned. A visual examination confirmed that 12mm of one blade and pad was lifted from the balloon however it was still intact. The remaining blades were present and fully bonded to the balloon. Shaft kinks were present at various locations along the length. There was no visible damage to the tip or balloon sections of the catheter. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty interventional treatment procedure, withdrawal difficulty occurred. The target lesion was located in a fistula in an unspecified vessel of the forearm. The physician advanced the 6.0 mm x 90 cm, 2 cm peripheral cutting balloon to the lesion and successfully dilated the lesion at 6 atms. During withdrawal significant resistance was met and upon removal it was observed that one of the atheratomes/blades had become bent and misshapen. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.